Manufacturer narrative:
The emitter for the navigation system was returned for evaluation. Testing found that the tester displayed a fault for the unit. Em testing found that a rom fault occurred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735521r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the side emitter was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the side emitter was not communicating with the system. Different emitters were tried and they all functioned as intended. There was no patient present at the time of the event.